Manufacturer narrative:
The device evaluation has not been completed. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The investigation is ongoing.

Event description:
A user facility reported that the system rebooted during surgery. The procedure was completed with no issues and no reported patient impact.

Manufacturer narrative:
The device evaluation could not be completed as the user facility did not approve work on the unit. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.